Event description:
It was reported that the stent was partly inadvertently deployed. An 8x60x120mm epic stent was prepared for use. However, when the device was checked during preparation, it was noted that the stent was protruding several millimeters from the tip without manipulation of the deployment mechanism. The procedure was completed with an 8mmx8mm epic stent and no patient complications were reported.

Event description:
It was reported that the stent was partly inadvertently deployed. An 8x60x120mm epic stent was prepared for use. However, when the device was checked during preparation, it was noted that the stent was protruding several millimeters from the tip without manipulation of the deployment mechanism. The procedure was completed with an 8mmx8mm epic stent and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed approximately 6mm from the tip. Microscopic examination revealed no additional damages. The handle to the pull grip was measured and the lock was still on the pull rack. The middle sheath was no longer sitting on top of the proximal end of the tip. Inspection of the remainder of the device presented no damage or irregularities.